Manufacturer narrative:
The controller was received by the manufacturer on (B)(4) 2014; (B)(6). The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined.   It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for use. The reported event was confirmed via external visual inspection. Analysis of the device revealed that the controller failed to meet specifications; the device failed visual examination due to a bent pin on port 1. The damage prevents the controller from making a proper connection with a power source. The confirmed malfunction is related to the reported event. The most likely cause of the failure is improper handling of the controller, which likely contributed to the event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Approximately eleven months and two weeks post ventricular assist device (vad) implant, the site reported that the patient's controller "pins were bent/broken." The site did an elective controller exchange with no ill effect to the patient. The controller will be returned to the manufacturer for further evaluation. There was no reported patient injury as a result of the event.

Manufacturer narrative:
(B)(4)- manufacturing date 2014-01. The controller was received by the manufacturer on 12/18/2015. A review of the device's incoming inspection records indicated (B)(4) was initiated during manufacturing and was reviewed for possible relevance to the reported event. The deviation was documented during manufacturing to allow for inspection of center pin depth of the controller power connector using a go/no-go gage. Upon completion of the review, it was concluded that the unit met all the internal requirements prior to its quality assurance release process. The controller failed external visual testing as result of a bent pin on port 1. The damage prevents the battery from making a proper connection. The damage was most likely caused by improper handling of the controller.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation.